Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with no noticed external damages. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a "check clutch/plunger lever" error. To further investigate the reported issue, multiple flow tests and occlusion tests were performed but the reported issue was not duplicated. Root cause of the reported issue could not be duplicated. The clutch half's left and right were replaced with leadscrew and spring as a preventative measure as the parts were over 6 years old.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device failed the occlusion test, and the clutch failed as well. The event occurred prior to use. There was no patients involved.